Event description:
The doctor reported that the two dental implants located in positions #25 and #26 failed due to infection. The procedure was not completed with other implants. Wound treatment and ab therapy was conducted. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-01732. Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Supplemental correction provided as the initial implant placement date provided under MFR#0002023141 - 2022 - 01733 was previously incorrect and has been updated.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lots were inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events (complaint category keyword: medical: infection) and no other complaint was identified.

Event description:
No further event information is available at the time of this report.